Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: netherlands. During lap choli after firing the first clip on the ductus, the second clip did not stop in the jaw of the clip applier. The second clip fired through the jaw and cut through the ductus. The surgeon was not able to continue with laparoscopic approach, surgical plan was changed to an open procedure. Additional components to be evaluated are included in concomitant section of report include: pl579t / challenger ti-p ml-ligat.clips 12 cartr. Lot number: 52222690. Production date: 03/11/2016. Expiration date: 02/28/2021. Pl579t / challenger ti-p ml-ligat.clips 12 cartr. Lot number: 52168537. Production date: 09/17/2015. Pl579t / challenger ti-p ml-ligat.clips 12 cartr. Lot number: 52203213. Production date: 01/25/2016.

Manufacturer narrative:
A complaint was received for several misfiring challenger applicators. It is also alleged that some applicators damages the valve of the disposable trocar and particles into the patient. Overall 5 complete applicators and magazines were sent for examination. Intra-operative medical intervention was necessary. The handle and the shaft are in used conditions. After the receipt of the products, the measurement of the devices were carried out by the quality assurance of the production department. The shaft was maintained by an unauthorized repair service. The shaft should have been sent to authorized ats in (B)(4). The handle was maintained at ats (B)(4). The product does not require batch management; a review of the device quality ad manufacturing history records are not possible. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to the maintenance of an unauthorized technical service. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.